Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported to be very small in diameter and severely calcified iliac arteries. Two iliac bare metal stents placed in the iliac arteries. Two iliac bare metal stents placed in the iliac arteries about two years ago, during a failure to access the vessel for evar treatment. It was reported that the bifurcated stent graft was deployed without issue. Upon removal of the delivery catheter the nose cone got caught on the proximal end of the previously deployed bare metal stent resulting in difficulty to withdraw the delivery catheter. During the withdrawal of the device the vessel ruptured. The physician placed an iliac stent graft limb and the rupture was covered. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results and conclusions - removal difficulties after cuff implant due to already placed bare metal stent.